Event description:
During the procedure, upon opening the device package, it was noted that the tip of the device was bent. After insertion of the catheter, noise was noted on the echo images and an exposed wire was noted at the tip of the catheter. The device was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted, to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.